Manufacturer narrative:
Nellcor puritan bennett has rec'd this unit for investigation. Investigation of this report is currently in progress. Note: during a previous call from the user/mother it was discovered that extra tape was being applied on the sensor site and she now reports this is no longer done.

Event description:
On 6/12/2006 nellcor puritan bennett rec'd a report from the mother of a female child that her daughter had rec'd a burn on her toe from using the pulse oximeter. The burn scabbed and turned black. The mother reported she uses 2 types of nellcor puritan bennett sensors. She could not identify the specific sensor used in this event, but did report that the sensor's red led felt hot to her touch. This is associated to the previous 2936999-2006-00635 report. This is a second pulse oximeter associated to the same reported event as the mother alternates between using 2 pulse oximeter devices.